Event description:
Had medtronic pain pump implanted in (B)(6) 2014. Was not made aware of recall issues. The pump has failed to deliver medication 3 times on 3 separate dates, resulting in serious withdrawal. The first two episodes lasted approximately 14-16 hours. The third episode lasted 3 days and required and emergency room visit. I was extremely sick with chills, excessive sweating, skin crawling, restlessness, nausea with vomiting, pain everywhere, could not eat, drink or sleep. Pain clinic would do nothing about it. I was unable to talk to a nurse or physician.